Event description:
It was reported that the health care professional (hcp) requested to review a stored ventricular episode. Upon review, it was found that the patient was in a true ventricular arrhythmia, which self-terminated, but the device shock therapy was already committed to being delivered, therefore, delivering an inappropriate shock. Reprogramming options were discussed. No adverse patient effects were reported. At this time. This device remains in service.